Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor smooth round moderate plus profile saline prosthesis, catalog: 3502325, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation revision with a mentor smooth round moderate plus profile 325c saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent unilateral removal and replacement with an unspecified mentor gel breast implant on (B)(6) 2018. The patient fully recovered.

Manufacturer narrative:
On 5/2/2018, mentor received the following information: the patient underwent bilateral removal and replacement on (B)(6) 2018 with mentor memorygel breast implant 400cc gel prostheses. Patient was noted stable and in recovery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The following update was mistakenly omitted from the report submitted on 5/21/2018: (B)(4). The device history record (DHR) was reviewed on 5/29/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).